Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# unknown, product type: recharger. Product ID: 37791, serial# unknown. Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The desktop charger (dtc) was reported to get hot when it is plugged in. It was reported that the recharger gets very hot when they use it. This started about a week before the report. New devices were requested. It was clarified that the dtc got warm and that was okay. It was determined that a replacement was not needed. It was reported that the patient had multiple falls (twice) in the past week and a half. Around the time of the fall, the patient started experiencing poor coupling while charging even when they do not move. Since the falls, the patient lost coverage in their legs. Contributing factors include patient's other health issues, high blood pressure, dizziness, loss of balance, etc. The impedances were normal and no lead migration was detected from an x-ray. The system was reprogrammed and was able to accomplish sufficient coverage that the consumer was happy with. The issue was resolved at the time of the report without surgical intervention planned. No further complications were reported.